Event description:
It was reported that the stair chair will not engage the stairs due to 1 missing and 1 worn track belt. It was also reported that the back rest was split and may not support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.